Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the photographs identified device patch with lot number 1037155, catalog number 68hp-425 and fluids inside the device. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported a right side deflation. Device remains implanted.